Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system, exhibited undersensing that lead to overpacing with loss of capture (loc), no asystole was present. Upon further investigation from the field representative, this right atrial (ra) lead exhibited loc as well. Additionally, it was reported that the rv lead was twiddled, leading into numerous inappropriate shocks due to oversensing atrial fibrillation (af). Subsequently the leads were scheduled for a replacement. During the explant procedure it was noticed that the rv lead was adhered to the wall of the superior vena cava, thereafter the lead was cut and abandoned, leaving the distal coil and helix (attached to the wall) remaining in the heart of the patient. Another rv lead was succesfully implanted. This ra lead was explanted and the ra port was plugged. No additionally adverse patient effects were reported.